Manufacturer narrative:
Date of birth - the patient was born in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 23 ng/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting with a value of 9 ng/l. The repeat result was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 305649, with an expiration date of 30-jun-2019. The customer declined a service visit and believed the issue to be related to a pre-analytic sample handling issue.

Manufacturer narrative:
No alarms were observed for the last calibration performed on 06-dec-2018. Calibration signals were slightly lower than expected. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The customer stated that there was a visible ring of red cells in the sample aliquot that was used for initial measurement. This same tube was used for the repeat measurement. A general reagent or instrument problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.